Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted due to a damage at its body insulation. Lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity and visual inspection tests. Lead was determined to have met specifications. Product investigation does not provide any additional information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was explanted due to a damage at its body insulation. Lead was explanted. No additional adverse patient effects were reported.